Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone 2000 mg/ml at 776.7 mg/day and bupivacaine 6000 mg/ml at 23301.1 mg/day. The indications for use were failed back surgery syndrome and spinal pain. It was reported that the patient recently had an MRI, and a motor stall was seen at initial interrogation. The patient was hospitalized due to unrelated medical reasons, and an MRI was done on (B)(6) 2016. There were two different stalls in the event logs. There was one stall on (B)(6) 2016 at 0317 with a recovery on (B)(6) 2016 at 0128 and then another stall (B)(6) 2016 at 1406 and a tube set 48 hours later ((B)(6) 2016) with no recovery to date ((B)(6) 2016). The hcp had not had the pump status/logs confirmed post MRI until now ((B)(6) 2016). The patient could not remember if they had an MRI on (B)(6) 2016 but knew they had one (B)(6) 2016. It had been greater than two hours since the patient exited the MRI field. Hours later on (B)(6) 2016, the patient experienced significant worsening of pain in their low back and both legs with a gradual onset. Interrogations did not result in a recovery. Additional information received from the hcp reported that the patient had an MRI at an outside facility, and there was no access to a programmer. She developed withdrawal two days later. The cause of the motor stalls, tube set error, and increased pain was "MRI." The patient was going to have the pump replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.